Event description:
Patient found deceased in home wearing continuous montitoring device, malfunctioned. "Samsung, ridgefield park, nj 07660 us. Soft horse five current_health_tablet." Reference reports: mw5154019, mw5154020, mw5154021.